Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0876 inches. Delivery anomaly-possible under delivery not confirmed. The test battery was removed and reinserted with no failed battery test alarm noted. Power problem-failed battery test not confirmed. The following were noted during visual inspection: pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. On the primary svn (B)(4), there were boluses listed in the pump history file on the event date 05-dec-2025. On the primary svn (B)(4), there were no auto suspend alarm noted in the pump history file. On the primary svn (B)(4), there were no user suspended (2) alarm noted in the pump history file on the event date 05-dec-2025. On the primary svn (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 05-dec-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(4), perform the history review 1 week from the event date 05-dec-2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. On a related svn (B)(4), there was a bolus listed in the pump history file on the event date 05-jan-2026. On a related svn (B)(4), there were no auto suspend alarm noted in the pump history file. On a related svn (B)(4), there were no user suspended (2) alarm noted in the pump history file on the event date 05-jan-2026. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. Power problem-failed battery test not confirmed. Delivery anomaly-possible under delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to pump exposed to change in pressure during airplane travel. The customer has also alleged for failed battery alarm. The customer reported blood glucose value of 329 mg/dl. The customer was treated with bolus using the pump and metformin. The event involved products mmt-1884, unk_sensor, mmt-399a and mmt-332a. Troubleshooting was partially performed for high blood glucose which was occurred for greater than 4 hours. The customer has used the insulin pump system within 48 hours of the reported event. The customer has not used the smartguard/auto mode of the insulin pump at the time of reported event. Troubleshooting was performed for battery failed alarms. No damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for unk_sensor. No product return is required for mmt-399a. No product return is required for mmt-332a.